Event description:
I had alk refractive automated refractive eye surgery eleven years ago for the opthamologist that I currently do work for, my eyes were severely farsighted with astigmatism, he said I qualified for the surgery, however he never told me that my corneas could steepen and begin to bulge down the road. He has been my only eye dr since then and I have yearly exams, he kept saying he would do my eyes over as soon as the laser was good enough because my eyes regressed, he never admitted that he could not do them because he cut them too steep, but now that I have gone to another doctor who could not believe how steep my corneas were, and told me not rub my eyes, I have confronted my eye dr about this and he checked my eyes and acted surprised that the corneas are too steep, and now says I cannot have any surgery on my corneas ever! And that the only thing I can do is have intraocular lens implanted behind my eyes in 5 years or so. I can't even wear contacts for more than 3 or 4 hours because my eyes are so screwed up. Ii am scared to death. I have read about the lens implants and it is pretty invasive surgery.